Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the jagwire (m0055658010) was inserted through ultratome xl (m00535920) as to gain the access into cbd. During cannulation the nurse noticed from the vdo screen that the 1 cm distal tip of jagwire was detached outside ampulla exposing the tip of the metal core wire. However, the detached fragment was not retrieved. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the pebax section detached, exposing approximately 0.6 cm of the metal core wire tip. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specification. The complaint is consistent with the return that the pebax section detached exposing the tip of the core wire. It is most likely that unstated procedure and possibly clinical factors may have contributed to the device damage, also including but not limited to interaction with other devices, handling of the device and condition of the treated lesion, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the  reported lot number 15614400.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the jagwire (m0055658010) was inserted through ultratome xl (m00535920) as to gain the access into cbd. During cannulation the nurse noticed from the vdo screen that the 1 cm distal tip of jagwire was detached outside ampulla exposing the tip of the metal core wire. However, the detached fragment was not retrieved. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.